Manufacturer narrative:
Device evaluation summary: the medtronic service engineer evaluated the ventilator and replaced the breath delivery printed circuit board (bd pcb). After servicing, the ventilator passed all testing per manufacturer specifications and was returned to the customer. The bd pcb was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component with no anomalies observed. The bd xena ii pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator failed the power on self test generating a ventilator inoperative condition. The fault was isolated to the microprocessor, component reference designator u27. If this fault occurred during ventilation, the ventilator would generate the appropriate audio and visual alarms and enter an inoperative condition, leading to a loss of ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the customer's biomedical engineer, that the 840 ventilator had a blank display. The ventilator was not in use on a patient at the time of the event.